Event description:
A nurse reported a cranial access kit (ID 826612) was used to place an external ventricular drainage (evd). On multiple occasions, the surgeons feel like the drill bit got dull and they had to open another kit to complete the procedure. They specifically said that, after they would get through the ¿outer table¿ they felt like the drill was not able to get through the ¿inner table.¿ no surgical delay reported.

Manufacturer narrative:
The cranial access kit (ID 826612 ) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.